Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure via soft density tissue using the maxcore instrument. During the procedure, it was reported that the device outer cannula could not be fired. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were received and reviewed. The first photo shows the product labelling information which is matches with the trackwise reporting details. The second photo shows two maxcore device inside the packaging and one is in initial position and another device placed on backward direction. The third photo shows two product labelling information which is matches with the trackwise reporting details. No other anomalies are identified. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review of two devices. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.